Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/20/2023, it was reported by a sales representative via phone that (qty. 2) of an ar-1927bct suture anchor, biocomposite corkscrew sutures would not seat in the implant; the loop that holds the suture was hanging out of the anchor and was not secure. The case was completed by removing the anchor and sutures and inserting a new ar-1927bct suture anchor from a different lot. A few minutes of delay were reported in the procedure. This was discovered during a rotary cuff repair procedure on (B)(6) 2023.

Manufacturer narrative:
Additional information. Complaint is not confirmed. Visual evaluation identified that the implant 4.5mm bio-corkscrew of the suture anchor, biocomposite corkscrew® ft,vented 5.5 x 14 mm with #2 fiberwire® and #2 tigerwire® had not returned. One picture was attached on two cases, unable to confirm the failure. Functional testing could not be conducted as the device was missing sutures and bio-screw. No problem found.